Manufacturer narrative:
Updated fields: b4, b5, d8, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly ((B)(4)) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The failure analysis and testing department received the following part associated with this complaint: drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy. Into the cardiosave and tested to the cardiosave as per procedure. Performed all manifold leak tests and failed drive manifold leak tests with result of vacuum leak diff. Pres. 37mmhg and pressure leak diff. Pres. -65mmhg. The fat dept. Verified the failure message of drive manifold leak test fails. Drive manifold assy. Failed testing. Refer to CAPA 1406400 , for more information regarding additional investigation details.

Event description:
It was reported by getinge field service engineer (fse) during pm the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involvement reported.

Event description:
It was reported by getinge field service engineer (gfse) during pm that the drive manifold of cardiosave intra-aortic balloon pump (iabp) was leaking. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.